Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer locked-up during interrogation. It was indicated that the programmer passing incoming testing. However, it was indicated that an error was present in the error log. It was also indicated that the universal serial bus (usb) plate was installed correctly and the network card was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was attempting an interrogation when a dialogue box popped up stating "formatting report" and the programmer was locked up for over five minutes. The issue occurred several times throughout a single morning and the programmer was returned for service. No patient complications have been reported as a result of this event.